Event description:
It was reported to philips that the device failed to power up. There was no patient involvement.

Manufacturer narrative:
The customer worked with the technical support representative. The initially decided to send the device into philips for servicing but later declined servicing. The customer alter talking with service representative decided to respire the device themselves and cancelled the philips bench servicing. The device remains at the customer site.